Manufacturer narrative:
Due to the litigation process, little detail is available to aid in this investigation at this time. The tm patella, which has not been alleged to have failed, was not revised and remains implanted as of this notification. Remains implanted.

Event description:
It was reported by the patient's legal counsel that the patient continues to have pain in her right knee, and continues to struggle with bending to a low position and getting up from same. She was also left with a lengthy, garish scar on her right knee from her two revision surgeries, necessitating a fat injection into the scar on (B)(6) 2016.